Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Her blood glucose level was 401 mg/dl. She was going to give herself a shot to treat her blood glucose level. While troubleshooting insulin did not exit the tubing. Changing the reservoir resolved the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.